Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated prior to the procedure and a grey bar was measured with the battery. The device was not used. No patient was involved in this event.